Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No moisture damage noted on electronic or motor assembly. Unit had cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading was 324 mg/dl. Caller stated that the customer's insulin pump was exposed to moisture because it has a crack and fell in the toilet. Nothing further was reported.